Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedance on electrode nine. The underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by facility.